Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain, and indicated that after preventing a fall, the patient raised their arm and 'felt something pull.' The right ventricular (rv) lead was found to exhibit high thresholds and low impedances. The patient will follow up with their physician for further monitoring. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).